Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) found engagement errors pointing to arm 1, where a clip applier instrument was installed. The tse advised the customer to reseat the sterile adapter and replace the clip applier instrument, if the issue reoccurred. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the small horizon clip applier moved unexpectedly after applying a clip. The user was completing the procedure as planned with no further issue reported. No known impact or patient consequence was reported.